Event description:
The complainant reported a 66 year old female patient was implanted with an impella cp for mechanical circulatory support. While on support, the patient experienced multiple episodes of bradycardic events and the physician believed it to be due to a blocked rhythm. Epinephrine and dobutamine drips were started. The patient was escalated to a 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.